Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the air water/nozzle was clogged with foreign material, however, the specific material could not be identified and the cause could not be specified. The nozzle was not reported to have been deformed but it is unclear based on the information provided if reprocessing was performed in accordance with the instructions for use (IFU). The event can be detected by following the instructions for use (IFU) which state: "[inspection of the endoscope] 8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] inspection of the water feeding function. 1. Keep the air/water valve¿s hole covered with your finger. 2. Depress the valve. While observing the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.

Event description:
Company representative sent a repair request reported with an issue of " nozzle clogging¿. No harm was reported. No patient harm, no user injury reported . Device evaluation found foreign matter clogging in the device nozzle. This report is being submitted due to the finding of foreign material in the nozzle (handling , insufficient cleaning issue ) identified during device return evaluation.

Manufacturer narrative:
The subject device was received and evaluated . Device evaluation found the device nozzle was clogged with foreign material. Due to clogging of nozzle, air supply volume does not meet the standard value. Due to clogging of nozzle, water removal ability does not meet the standard value . The reported issue of "nozzle clogging" was reproduced, reported issue was confirmed. The issue was attributed to handling problem, insufficient cleaning issue. Additionally, the following defects were identified during device inspection: the angle wires were stretched. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Adhesive on a-rubber ( insertion section) has a chip. Adhesive on a-rubber (bending section) has a crack. Scope connector found dirty due to water leakage. The suction cylinder was scraped with a cleaning brush (handling issue). Crack observed on light guide lens. C-cover distal end has a scratch. Connecting tube has a scratch. The reprocessing information and foreign matter surveys results obtained from the customer facility were noted below: device was cleaned, sanitized and disinfected prior to sending the device for repair. Facility not aware as to when the foreign matter adhered on the device. ¿ did not provided additional information. The time lag between the end of clinical use and the start of pre-washing noted unknown. Precleaning: flushed the air/water nozzle with water and air. Sent liquid to the air/water nozzle. Immersed the endoscope in the detergent solution. Brush points using clean lint free cloths, sponges, brush on the air/water channels during precleaning noted ¿unknown¿ reprocessing concerns- facility noted no response. No information provided. Investigation is ongoing. This report will be supplemented accordingly following investigation.